Event description:
Description: I wear contact lenses. I never knew that clear care was a different type of solution and it is packaged just like saline solution. Clear care has 3% peroxide and needs this special case with platinum to "neutralize" the solution. I have been wearing contact lenses since 1980 and never knew this product was out there. I burned my left eye this morning with clear care solution, it is not painfully obvious that the clear care solution can only be used with the special case they have. The warnings are on the back and don't do justice to let you know just how bad you can hurt your eyes if the product is used wrong. My eyes are still stinging. When and how was error discovered: when I soaked my contacts in a lens case and then put them in my eye. Ouch! Burning, stinging, just awful. Patient counseling provided: unknown. Reporter's recommendations: the warnings are on the back and should be on the front. The bottle should say "this is not saline solution. Use only as directed to avoid burning your eyes". (B)(6).